Manufacturer narrative:
Submit date: 2018-01-11. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the display was blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service tech finding the unit with a blank display. Ac power was connected and display backlight illuminated. Unit was disassembled. Further troubleshooting found that there was an issue with the -14 vdc circuit. Issue was isolated to component c136 using fluke 87 digital multi meter. Component c136 was replaced. Unit was reassembled. Display functioned normally. Recertification testing was performed and unit passed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.